Event description:
Per medical records, in 1994 the patient was hit in his back about 3 times with steel working construction. In 2008 the pain started going down his legs and finally had lumbar surgery in (B)(6) 2009 for degenerative disc that had slipped. Patient had a 360 degree anterior lumbar interbody fusion (alif) at l5-s1. Patient had MRI that did not show much. Patient had a discogram that showed l4-5 disc problems and subsequently patient had fusion done. The patient had been worse ever since. Patient was subsequently treated with medication, physical therapy and injections. Patient had a spinal cord stimulation trial and used a tens unit. Patient also used a back brace. It was reported that the patient presented with low back pain radiating to right leg with weakness and numbness. Patient has low back pain and right sided leg pain in an l5 distribution that has been present for quite some time. He has been treated successfully up to now by chiropractic manipulation. The symptoms are getting severe enough that he has difficulty playing ball with his kids and working. MRI showed grade I spondylolisthesis due to bilateral spondylolysis at l5-s1. Moderate right foraminal narrowing with compression of right l5 dorsal root ganglion. The patient was treated for lumbar radiculitis, foraminal stenosis and spondylolisthesis at l5-s1 with right side l5 nerve root block, multiple epidural steroid injections at l5-s1, physical therapy and medication. On 01/29/2009 the patient presented for surgery with lumbar spondylolisthesis, lumbar spinal stenosis and lumbar radicular syndrome. The patient underwent spinal surgery consisting of ... 1. Posterior spinal fusion, l5-s1. 2. Decompressive lumbar laminectomy of l5 and s1 with decompression of cauda equina and cxexisting nerve roots. 3. Posterior fixation with pedicle screws and rods. 4. Anterior lumbar interbody fusion, l5-s1. 5. Insertion of structural allograft, local bone graft; rhbmp-2/acs and mastergraft was used to augment fusion. 6. Anterior fixation with synthes 6.5 mm titanium screw and washer. In (B)(6) 2009 the patient seen for follow up. The patient complained of a slight amount of swelling in the back which was assessed as more muscular than anything else. The ¿patient has been exercising too much. The exercise bike seem to increase his back pain quite a bit¿. The patient also complained of posterior thigh pain. On (B)(6) 2009 patient underwent MRI cervical scan. Per medical records, MRI showed 1) small right paracentral disc protrusion at c-4 which deforms the cord, 2) small central disc protrusion at c5-6 which minimally contours the cord, and 3) mild bilateral foraminal stenosis at c5-6 with mild foraminal stenosis on the right at c3-4. On (B)(6) 2009, patient presented with exacerbation of his neck and bilateral upper extremity radicular pain. Patient underwent repeated steroid injections. On (B)(6) 2009 the patient seen for follow up for mild recurrence of leg pain, primarily in the back of the thighs and back of the calves to the soles of the feet. Patient has no pain in upper back. Per medical records, x-rays showed ¿no change in bone graft or hardware. He appears to have a solid arthrodesis, certainly anteriorly and certainly on the patient¿s left side¿. In (B)(6) 2010, patient complained of low back pain, bilateral buttock, posterior thigh and posterior calf pain. The patient underwent a cervical myelogram and lumbar CT scan. Per medical records, cervical myelogram demonstrated small ventral extradural defect at c3-c4, and CT scan showed operative change at lumbosacral junction with fusion. There was no evidence of hnp, significant canal or neural foraminal narrowing. Per medical records, lumbar mris taken approximately one year later showed postoperative changes of anterior, posterior and intervertebral fusion at l5-s1 with some fluid signal seen in the left side of the disc space. There was mild degenerative changes at the l4-l5 adjacent segment level but without evidence of focal disc protrusion or significant central, lateral or foraminal stenosis throughout the lumbar spine or any significant neural compressive lesions.. There was prominent hypertrophic facet arthropathy at l3-4 and l4-5. On (B)(6) 2011, the patient was seen for follow up and complained of increased lower back pain and constant bilateral leg pain. The patient also complained of spasms in his neck, right shoulder pain, and numbness in his right arm. The patient continued to complain of low back and bilateral leg pain. On (B)(6) 2012 pre-op lumbar CT scan showed stable appearance of lumbosacral spine with l5-s1 anterior and left posterior fusion post operative changes. There was mild neural foraminal stenosis bilaterally at l4/5 as well as spondylosis and diffuse disc bulging which was mild. Convincing evidence of progression of diskitis/infection involving the osseous structures is not seen by CT. There was concern previously for diskitis at l5-s1 on MRI. On (B)(6) 2012, the patient presented for surgery with low back pain with right leg radiculopathy and l4-5 adjacent level spondylotic spinal stenosis and disc disorder. The patient underwent spinal surgery consisting of ¿ 1. Exploration of l5-s1 fusion and removal of nonsegmental posterior spinal instrumentation 2. Revision l4-5 and l5-s1 laminectomy with fasciotomy, more aggressive on the right side and more aggressive at the l4-5 level with microdissection. 3. Right l4-5 posterior lumbar interbody arthrodesis with acculif cage with bone harvested from laminectomy and facetectomy. 4. L3-4 and l4-5 posterlateral bone arthrodesis. 5. L4-5 nonsegmental posterior spinal instrumentation. 6. Epidural spinal injection. Operative findings revealed successful l5-s1 posterior bone fusion with intact posterior spinal instrumentation. There was some evidence of l3-4 facet arthropathy which prompted the decision to extend the posterolateral fusion to l3-4. The left l5-s1 posterior spinal instrumentation was identified, had some heterotopic bone, which was removed. There was a central disc protrusion with partial calcification at l4-5 disc space. On (B)(6) 2012 the patient was seen for follow up and complained of right lower extremity (rle) pain that radiates medial thigh to foot; states his foot is ¿numb¿. On (B)(6) 2012 the patient was seen for follow up. The patient felt his right leg had improved some but still had back pain. Left leg pain was absent since surgery. Patient noted ongoing, significant low back pain, bilaterally. He was very encouraged by the improvement in lower extremity (le) symptoms. On (B)(6) 2013 the patient was seen for follow up at pain clinic. Patient complained of ¿pain in the thoracic area and lumbar area radiating into bilateral lower extremities. Pain starting the lower back going upwards towards the thoracic spine and radiating down both his lower extremities. It goes down mostly his right lower extremity but also the left. It is aching and throbbing. Patient feels discomfort. He says he cannot even walk up a few stairs. He has a lot of spasms and he has a lot of cramping in his back¿. On (B)(6) 2013 patient was seen for follow up at pain clinic. Patient continued to have pain in the lumbar area, bilateral lower extremities and bilateral knees. Patient stated that something popped in his lower back and his pain was worse. He stated his legs were going numb and very weak. He had significant lumbar postlaminectomy pain. He had a lot of cramps in his lower back. The patient had quit his job since he was last seen for follow up and filed for disability. In the mornings, he has significant stiffness in his lower back. The pain in his lower back goes upwards towards the thoracic spine. His feet burn all the time. Medication was not helping. He stated he tore a cartilage in his right knee and his right knee hurt all the time and it was difficult to walk. On (B)(6) 2013 patient seen for follow up at pain clinic. Patient continued to complain of pain. The patient¿s lower back pain radiated into bilateral thighs. Bilateral knee pain radiated into bilateral lower extremities. He had nearly grade 2 spondylolisthesis at l5 and s1. Patient also complained of neck pain that stays in his neck and was non-radiating. On (B)(6) 2013 patient seen for follow up. He was recently admitted secondary to depression. He stayed about 5 days and was placed on suboxone for his opioid dependency, he continued to hurt fairly severely.

Manufacturer narrative:
Brand name: mastergraft, synthes instrumentation (implant: (B)(6) 2009, explant (B)(6) 2012). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.